Event description:
It was reported that the patient with this artificial urinary sphincter presented urinary retention, pain, urethral erosion and perforation. It was noted that, due to poor tissue quality, the cuff eroded the urethra, and it led to the urinary retention. A surgical procedure was performed to remove all the components. There were no device issues and no further patient complications.